Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy, drainage and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, drainage and granuloma.

Event description:
Healthcare professional reported through the french national agency for medicines and health products safety (ansm) (regulatory agency) "extracapsular rupture", "adenopathy", "capsular contracture" baker grade ii, "effusion/lymphorrhea", and "siliconoma". This record is for the left side. Device was explanted.